Event description:
A hospital in (B)(6) reported via our distributor that the water feed tube of an mr290 humidification chamber was leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was not returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is based on our knowedge of the product and a photograph provided by the hospital. Results: inspection of the photograph of the complaint feedset tube and water bag spike revealed the presence of a drop of water at the connection between the tube and spike. The spike appeared to be still connected to the tubing. A lot check revealed no other complaints of this nature for lot 121210. Conclusion: we were unable to determine the cause of the reported fault. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The evidence of water leakage implies that although there was adequate glue on the feedset tube/spike connection, the glue was not bonding. We can thus conclude that the the spike became loose after release for distribution, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).